Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') and pelvic pain ('chronic pelvic pain') in a (B)(6) female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section on (B)(6) 2013, gravida ii and parity 2. Concurrent conditions included erysipelas since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In 2015 , the patient experienced pelvic pain (seriousness criterion intervention required), headache ("headache") and oedema peripheral ("edema in lower extremities"). On an unknown date, the patient experienced salpingitis (seriousness criterion intervention required), abdominal pain ("cramps"), anxiety ("anxiety"), vulvovaginal dryness ("vaginal dryness"), oligomenorrhoea ("oligomenorrhea"), eczema ("spots eczema like in abdomen"), dysuria ("pain while urinating"), dyspareunia ("pain during sexual intercourse"), dermatitis allergic ("skin allergy"), discharge ("discharge"), skin odour abnormal ("bad smell"), proctalgia ("rectum pain"), depression ("depression") and pelvic adhesions ("pelvic adhesions") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy on (B)(6) 2021). Essure was removed. At the time of the report, the salpingitis and pelvic pain was resolving and the abdominal pain, anxiety, headache, vulvovaginal dryness, oligomenorrhoea, eczema, oedema peripheral, dysuria, dyspareunia, dermatitis allergic, weight increased, discharge, skin odour abnormal, proctalgia, depression and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dermatitis allergic, discharge, dyspareunia, dysuria, eczema, headache, oedema peripheral, oligomenorrhoea, pelvic adhesions, pelvic pain, proctalgia, salpingitis, skin odour abnormal, vulvovaginal dryness and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging abdominal - on (B)(6) 2020: essure presence confirmed. Pathology test - on (B)(6) 2021: fallopian tubes with sapilgities and metallic devices inside them.. Ultrasound scan vagina - on (B)(6) 2011: no abnormalities; on (B)(6) 2020: bilateral essure devices visualized; on (B)(6) 2020: pelvic adhesions. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') and pelvic pain ('chronic pelvic pain') in a 29-year-old female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section on (B)(6) 2013, gravida ii and parity 2. Concurrent conditions included erysipelas since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criterion intervention required), headache ("headache") and oedema peripheral ("edema in lower extremities"). On an unknown date, the patient experienced salpingitis (seriousness criterion intervention required), abdominal pain ("cramps"), anxiety ("anxiety"), vulvovaginal dryness ("vaginal dryness"), oligomenorrhoea ("oligomenorrhea"), eczema ("spots eczema like in abdomen"), dysuria ("pain while urinating"), dyspareunia ("pain during sexual intercourse"), dermatitis allergic ("skin allergy"), secretion discharge ("discharge"), skin odour abnormal ("bad smell"), proctalgia ("rectum pain"), depression ("depression") and pelvic adhesions ("pelvic adhesions") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the salpingitis and pelvic pain was resolving and the abdominal pain, anxiety, headache, vulvovaginal dryness, oligomenorrhoea, eczema, oedema peripheral, dysuria, dyspareunia, dermatitis allergic, weight increased, secretion discharge, skin odour abnormal, proctalgia, depression and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dermatitis allergic, dyspareunia, dysuria, eczema, headache, oedema peripheral, oligomenorrhoea, pelvic adhesions, pelvic pain, proctalgia, salpingitis, secretion discharge, skin odour abnormal, vulvovaginal dryness and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging abdominal - on (B)(6) 2020: essure presence confirmed. Pathology test - on (B)(6) 2021: fallpoian tubes with sapilgities and metallic devices inside them.. Ultrasound scan vagina - on (B)(6) 2011: no abnormalities; on (B)(6) 2020: bilateral essure devices visualized; on (B)(6) 2020: pelvic adhesions. Lot number: b02267 manufacture date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-jun-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.